Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. One non sterile cypher select + 2.50x23 mm was received coiled inside two plastic bags. The unit was received wavy, this condition can be related to the way the unit was sent for analysis. Balloon was not inflated. Stent was received in a small plastic bag during the microscopic analysis, crimping and bumping marks were observed in the balloon. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent dislodgement was confirmed. The cause of the failure could not be conclusively determined. Neither the DHR nor the analysis suggest that it is manufacturing related. Procedural factors may have contributed to the failures. Therefore no actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during a coronary interventional procedure the cypher select plus stent was dislodged from the sds. This is a patient of unknown age, gender and medical history. The target lesion was lcx (left circumflex) and om (obtuse marginal branch) described as ostial and 85% stenotic. The product was prepped and handled according to IFU instructions and a 6 french guide catheter was used for the procedure. The complaint device was delivered to the lesion without reported issues. The sds was attached to an inflation device, of unknown manufacturer, that was in a neutral position. The physician attempted to adjust the device placement and pulled the sds with stent back into the guide catheter. During the withdrawal back into the guide catheter, it was noted that the stent was dislodged from the sds. The stent remained on the guide wire in the guide catheter and was retrieved from the patient without further issues. There is no report of injury to the patient. One non sterile cypher select + 2.50x23 mm was received coiled inside two plastic bags. The unit was received wavy; this condition can be related to the way the unit was sent for analysis. Balloon was not inflated. Stent was received in a small plastic bag. During the microscopic analysis crimping and bumping marks were observed in the balloon. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent dislodgement was confirmed. The cause of the failure could not be conclusively determined. Neither the DHR nor the analysis suggest that it is manufacturing related. Procedural factors may have contributed to the failures. Therefore no actions will be taken. The complaint of stent dislodgement was confirmed on analysis; however, there are no indications of manufacturing issues that may have contributed to the event. No corrective action is required at this time. The cypher IFU cautions, 'when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. Should unusual resistance be felt at any time during either lesion access or removal of the stent delivery system pre-stent implantation, carefully attempt to pull the stent delivery system back through the guiding catheter. If resistance is felt in doing so, or if resistance is felt during the removal of the stent delivery system post-stent deployment, the delivery system must be removed as a single unit.' Review of the information suggests that vessel and procedural issues may have contributed to the confirmed dislodgement.

Manufacturer narrative:
Additional information was received as follows: concomitant devices: sheath: 6f terumo, guidewire: 0.0014 runthrough, guiding catheter: cordis 6f. The inflation device was in the neutral position when the system was being advanced/withdrawn. The difficulty was experienced after stent placement. The balloon had not been inflated. The physician just wanted the re-positioned the stent, so he withdrew it back to the guiding catheter, at this moment, the stent was dislodged from the balloon. The guiding catheter was changed to re-setup the channel. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The stent dislodged during pci of an ostial and 85% occluded lesion in the lcx and om. The physician re-positioned the stent and then withdrew it, however, it was suspected that the stent was coiled by the guidewire, after the stent withdrew back into the guiding catheter; it was found that the stent was dislodged from the balloon. There was no impact to the patient. The device will be returned for investigation.